Event description:
At the end of laparascopic surgical procedure to remove gallstones, the surgical tech noticed that a piece of the plastic trocar (approximately 1/2 inches long) was missing from the cannulated end. The physician was informed, could not find piece, and proceeded to suture close. X-rays were taken and no evidence of fragment found. Upon further examination of trocar by clinical engineering and manufacturer it was not determined if piece was actually missing or could have possibly been burned from the cautery unit. Upon further discussion with the physician, it was determined this may not be a result of a burn as the dr states the cauterizing unit was only used in one of the two ports yet both ports appeared cracked. The physician also stated there did not seem to be anything unusual about the use of the device in terms of need for greater pressure to insert the device. In fact, the physician states the procedure went smoothly until the discovery of the missing piece. On 3/18/02 the risk manager contacted the manufacturer who also states this does not appear to be related to a burn. The manufacturer stated the inner versastep plastic piece (the trocar piece which fits inside) did not fit properly into the versaport outer plastic piece causing the outside piece to crack and break off. The break is reported as not clean or smooth and with what looks like a slit in the remaining piece. The missing piece appears to be about 2mm wide by about 1/2 inch long. The hosp reports immediately removing this device from the stock and now is using the previous version of this device without incident to date. The manufacturer will be sending a report to the site when it is available.